Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. The device handling that may result in bleeding has been warned in the instruction manual as follows; do not force the distal end of the insertion portion against body cavity tissue. This could cause patient injury, such as perforation, bleeding or mucous membrane damage.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified endoscopic biopsy procedures, the subject device was used. At collecting tissue, bleeding occurred from target site which collected tissue. 0.9% sodium chloride (100ml) + norepinephrine (8ml), thrombin powder (400u), and haemostatic aryl acid needle (0.3g) + haemostatic sensitive needle (1.5g) was given orally as a hemostasis treatment. The intended procedure was completed with the subject device. After treatment, no hemametets or black stools were observed.